Manufacturer narrative:
H10: no further information could be obtained despite multiple attempts made on 01dec2023, 07dec2023, and 18dec2023. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a proximal pressure sensor failure message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the error in the device event log indicating the proximal pressure is not measured and pressure-related alarms are compromised. The rse advised the bme of the manufacturer's service recommendations: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. Customer requested and the rse provided the part details for both solenoid and da pcba. The investigation is ongoing.